Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated prior to leaving the parking lot, she checked her blood glucose and decided she was okay to drive. She was then pulled over by the police because they thought she was driving under the influence. At the time the patient was pulled over, her cgm reading was 125 mg/dl and when the ambulance arrived, the patient¿s bg reading was 37 mg/dl. Patient reported that she is hypoglycemic unaware. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available. The reported glucose values fall within the d zone of the parkes error grid.